Event description:
Identified in visual field during robotic procedure black rubber seal from the universal seal (5-12mm) was seen adjacent to the left ovary. This was removed by the surgeon. No relevant tests or lab data.